Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. The customer reverted to an alternate pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.